Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net transmission. Upon review it was noted that the right ventricular lead exhibited noise. No intervention was performed. The patient was stable throughout the event. Patient continues to be monitored remotely.